Event description:
Pump issues related to battery depletion. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting and did not require additional support, as the pump could not be repaired or replaced due to warranty expiration.